Manufacturer narrative:
(B)(4). The pump was returned to our contracted service provider and their report states that the reported event of under infusion could not be verified. However, the battery was found to not be charging properly. The battery was replaced and the pump tested according to the technical safety check (tsc) sheet. The pump met specifications and was returned for use. All available information has been forwarded to the manufacturer, b.braun (B)(4). If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: event description: customer reports under infusion. No patient injury reported.

Manufacturer narrative:
(B)(4). The actual device has not been received yet for evaluation and the investigation is on going at this time. A f/u report will be provided when the results of the investigation become available. (B)(4).